Event description:
Pump malfunctions sn (B)(4). We will replace both pumps. At times the screens go blank. At the moment (B)(4) is working properly. No interruption in medication delivery. No other information provided. Did the reported product fault occur while in use with a patient? No. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available to be returned for investigation? Yes. Did we replace device? Yes. Reported to (B)(6) by: patient/caregiver. Strength: 10mg/ml. Dose or amount: 92ng/kg/min, frequency: continuous, route: IV. Dates of use: from (B)(6) 2015 to current. Diagnosis or reason for use: pah.